Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they took patient to MRI and upon return the arctic sun device alerting patient line open and water flow rate (wfr) was 0 l/m. Rewarming patient temperature (pt) was 35c, targeted temperature (tt) was 37c, water temperature (wt) was 14.5c. 4 pads connected to adult patient. Walked through stop therapy, disconnect and inspect pads. No damaged noted to pads or connectors. Fluid delivery line (fdl) secure and in lock position. Reconnected using proper technique and restarted therapy. Device alerted to 02 low flow and water flow rate (wfr) was 0 l/m. System diagnostics showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 7299.6 and pump hours were 6944.7. Had stop therapy, empty and remove pads. Placed in manual control at 35c with no pads, system diagnostics showed that the outlet monitor temperature (t1) was 19c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Added pads back while in manual control but water flow rate (wfr) would not rise above 1.6 l/m. Walked through disabling manual control and advised to swap out to a new set of pads. Encouraged to call back with any alerts, alarms or questions.

Event description:
It was reported that they took patient to MRI and upon return the arctic sun device alerting patient line open and water flow rate (wfr) was 0 l/m. Rewarming patient temperature (pt) was 35c, targeted temperature (tt) was 37c, water temperature (wt) was 14.5c. 4 pads connected to adult patient. Walked through stop therapy, disconnect and inspect pads. No damaged noted to pads or connectors. Fluid delivery line (fdl) secure and in lock position. Reconnected using proper technique and restarted therapy. Device alerted to 02 low flow and water flow rate (wfr) was 0 l/m. System diagnostics showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 7299.6 and pump hours were 6944.7. Had stop therapy, empty and remove pads. Placed in manual control at 35c with no pads, system diagnostics showed that the outlet monitor temperature (t1) was 19c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Added pads back while in manual control but water flow rate (wfr) would not rise above 1.6 l/m. Walked through disabling manual control and advised to swap out to a new set of pads. Encouraged to call back with any alerts, alarms or questions. Per follow up information received via task on 02jul2025, it was reported that they swapped out the pads did not have any further issues after that. Unfortunately, the pads were discarded, and no sample is available. Patient was able to complete therapy using the new pads. No device repairs were needed.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. The labeling was reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.